Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 24june2019. The manufacturer¿s field service engineer (fse) confirmed the reported light emitting diode (led) issue. The fse replaced the power switch overlay was then the phenomenon was improved.

Event description:
The customer reported light emitting diode (led) of power switch had illumination failure. There was no patient involvement.